Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of failed back surgery syndrome and spinal pain. It was reported that the patient was charging too often, and the battery seemed to be running down a lot quicker. The patient reported that they used to only have to charge once a week and now they are charging every other day. The patient noted that they had not recently increased their parameters and stated that the ins has always been between 1.0 and 1.7 ma. No symptoms or complications were reported.